Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information, from the author of the journal article. No further information was received. As part of our company quality system process, all devices are manufactured, inspected and distributed to approved specifications. Additional complaint information, monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the device lot number is unknown. Therefore, a device history review could not be performed.  If the lot/serial number becomes available, the record will be re-assessed.

Event description:
Article entitled ¿ceramic-on-ceramic or metal-on-polyethylene: the bearing of choice after ceramic component fracture in total hip arthroplasty along with concise follow-up of the previous cohort written by hong seok kim, md, phd, han jin lee, md, soong joon lee, md, jeong joon yoo, md, phd published in orthopaedic surgery on (B)(6) 2023 was reviewed. The aim of this study was: (to update the longer term outcomes of the previously reported reoperation tha with an mop bearing to further investigate bearing related complications; and to present and compare the outcome of reoperation with coc bearings after ceramic component failures with those of revisions with mop bearings. 20 patients were involved in the study. The implants involved in the prior fractures are unknown. Depuy synthes was implanted in 2 of the 20 patients. The rest were competitor implants. Patient 6 (female) was implanted with duraloc cup and aml stem. Bearing surfaces were metal head and poly liner. Patient experienced a dislocation that was treated with a closed reduction.

Manufacturer narrative:
Product complaint # (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.